Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 4/16/2018. Device returned to manufacturer ¿ yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection using microscope magnification was performed. Loose fibers/particles were observed on lens related the handling of the unit out of a sterile environment. Residues of lubricant material were also observed on lens. Both haptics were observed damaged/distorted. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. The complaint issue reported as haptic damaged was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search of the complaint database was performed on april 17, 2018 revealed no additional investigation request for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was removed and replaced in the initial procedure as the doctor observed haptic damaged after inserting the lens into the patient's right eye. Reportedly, an incision enlargement had to be performed during the procedure. Sutures were used; however, procedure was a scleral fixation so sutures were already planned for this patient. The replacement lens used was the same model and diopter. No patient injury reported and the patient was doing well post op. No further information was provided.